Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, two channels migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient is bilaterally implanted. Since (B)(6) 2024, the recipient's parents have noticed a decreased response to name calling and auditory awareness in the right ear compared to the left. The recipient has been re-implnted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been bilaterally implanted. Since april 2024, the user's parents have noticed a decreased response to name calling and auditory awareness in the right ear compared to the left. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, two channels migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient has been bilaterally implanted. Since (B)(6) 2024, the recipient's parents have noticed a decreased response to name calling and auditory awareness in the right ear compared to the left. Re-implantation is being considered. No date has been scheduled yet.